Event description:
The user facility reported, in 2006 during surgery, the hinge pin came off from the hinge part and dropped into the patient's abdominal cavity. The user facility tried to find the hinged pin, but the pin was too small to locate and unable to xray. The pin remains in the patient.